Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: the collet sleeve on the end effector cane apart. The mechanism inside broke. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: review of the device history records indicate 5 devices were manufactured and accepted into final stock on 11-03-2014 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of complaints in trackwise related to p/n: 206967, lot number: 19480816 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc: 1414603 and CAPA: 1450905 h3 other text : device not returned.

Event description:
The collet sleeve on the end effector cane apart. The mechanism inside broke. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The collet sleeve on the end effector cane apart. The mechanism inside broke. Case type: tha.